Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness, throat irritation and blood in the mucus. There is no allegation of serious or permanent harm or injury. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nasal/throat irritation or soreness and blood in the mucus related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. Pil is unable to assess the symptoms described in the complaint. Pil found no evidence of excessive noise. Pil can confirm the presence of dust/dirt contaminant in the air inlet, in the blower box, and on the blower. Pil can also confirm the presence of a dark grey contaminant at the blower seal of the blower box that appears consistent with potential keratin observed. Pil found no evidence of sound abatement foam degradation and breakdown. Powered up the device and confirmed airflow using a known good power supply and power cord. There were no error found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.  Section h6 updated in this report.